Event description:
It was reported that the pt underwent a mini-invasive spinal reduction procedure to implant instrumentation at l3 to s1 following a 2 level xlif at l3-l4 and l4-l5. The pre-op films reportedly show a small deformity. The pt did not seem to be hyper lordotic. During rod insertion on the right side, the screw extenders popped off. Therefore, the lordosis subsequently had to be increased in the rod in order to be able to reduce the rod and lock it down on the pedicle screws. During this process, two inner sleeves of the screw extender were bent and outer sleeve of the third screw extender cracked. The rod finally was able to be seated on the right side.

Manufacturer narrative:
(B)(4): visual exam confirmed the lateral guiding flange is cracked. Visual exam of the fracture suggests that it may have initiated at the bottom corner of the flange and propagated along the edges. The cracking is consistent with over-loading of the lateral guiding flange, possibly during the aggressive extender release techniques which may have contributed to the foregoing bent inner sleeves. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.